Manufacturer narrative:
Establishment full name: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event was not confirmed. However, the evaluation found there was no image. This was corrected by replacing the connector. The probable cause was most likely attributed to the damaged connector resulting in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope experienced no image, but it was restored when the connector was replaced with a new one. There was no patient involvement.